Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate plus profile 350cc saline breast prosthesis, catalog #3502350, lot number and serial number both unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/20/2018, mentor received additional information about the event. It was originally reported that the suspect medical device is a mentor smooth round moderate plus profile 350cc saline breast prosthesis, catalog #3502350, lot # unknown. New information states that the device is a mentor smooth round moderate profile 350cc saline breast prosthesis, lot #6421094. On 08/01/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, a crease was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed two leaks caused by two rents measuring less than 0.1 cm on the superior edge of the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/02/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/20/2018, mentor became aware that the lot number of the suspect medical device is 6421094. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).